Event description:
The customer contacted (B)(4) regarding a product complaint on (B)(6) 2013. The customer reported that a washer fell from the ez breathe atomizer into his mouth, and he unsuccessfully attempted to cough up the component. At first, the pt reported that he did not require any medical interventions; however, the customer was advised to seek medical attention with a physician since he swallowed the washer.